Manufacturer narrative:
Investigation summary: no investigation required. Technical support advised decontamination resolved customer issue. Root cause: resolved at intake. Source: phone.

Event description:
Reported one false positive result. Samples were recollected and retested and they resulted negative. Unknown if the result was confirmed by an alternate method. Confirmation method(s) not provided. The customer also obtained positive results with negative qc.